Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the event include the patient's recent history of major bleeding, anemia, hepatic dysfunction and the therapeutic use of anticoagulants. There are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by a clinical study that a patient presented to clinic with a one day history of hematochezia and was re-hospitalized. At the time of the event, the patient was taking aspirin 325mg and warfarin 4mg daily. The patient's warfarin was held on admission and his aspirin was continued throughout his admission. He was treated with argon plasma coagulation. The patient did not require any blood transfusion during his hospital admission. The primary investigator reported that the event was related to the hvad system and to the patient's condition and unrelated to the hvad procedure.